Event description:
It was reported that during a right coronary artery intervention, a perforation occurred in the proximal right coronary artery. A 4.0x26mm jostent graftmaster was advanced but failed to cross the perforation. A second 4.0x19mm jostent graftmaster was advanced but failed to cross the perforation. The distal struts became flared during the attempt. A third 4.0x19mm jostent graftmaster successfully sealed the perforation. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The other jostent graftmaster device referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.